Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced discomfort at the battery site. It was noted that patient did use the stimulator anymore. The patient underwent an explant procedure. The explanted device will not be returned as it was against the facility.